Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The abut gold friction-fit 3. 5mm imp (hla3g) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time prior to the event and removal. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63381242. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63381242) for similar event and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) or product (hla3g). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided. Initial reporter email address, fax number: not provided. Device was discarded.

Event description:
It was reported a abutment/ screw loosening event. Abutment (hla3g) is a bundle device and the screw was replaced and discarded.